Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported to this event.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as conclusive repair info is available at this time and no additional service info was provided.